Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8.5fr sheath hole prior to an ablation procedure using a proglide device. The sheath was upsized to a 12fr sheath and the procedure was completed. Reportedly, the suture of the proglide device broke during knot advancement with the suture trimmer. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: the sutures of two proglide devices were successfully pre-placed. The suture of one device broke after the ablation procedure and was replaced with a new proglide device. Hemostasis was achieved with the one pre-placed proglide suture and the new proglide suture. No additional information was provided.